Event description:
It was reported that during an afib case, a retroperitoneal bleed was found when the patient's blood pressure dropped. The injury was confirmed through intracardiac echocardiogram/ultrasound. Caller reported that the medical intervention was unknown. The patient condition was unknown. Additional information was received on 03/08/2017. The adverse event was discovered post use of biosense webster products, during cryo portion. The cryo wire caused adverse event. The physician stated the event occurred when pushing up an amplatz wire in an 8f sheath and hit the retroperitoneal space. He should have exchanged his sheath for something larger, it caused the wire to coil up and push into the space. The suspected device is the boston scientific amplatz guidewire. Pi1-1eamuus and pi1-1f09g7e. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).